Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in the USA or approved by the FDA. However, it is being reported as biosense webster considers this a similar device to the thermocool smart touch bidirectional catheter approved under p030031/s053. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool sf smarttouch bi-directional catheter and suffered a possible thrombosis requiring no medical or surgical intervention. After ablation had been completed in the left atrium, and the smarttouch catheter was drawn back into the right atrium, a possible clot was observed on the shaft of the catheter via intracardiac echocardiogram. When the catheter was removed from the patient's body, there was no evidence of a clot on the catheter shaft or tip. No injury was observed. There is no information regarding neurologic symptoms since the event occurred. Patient did not require extended hospitalization as a result of this event. Physician did not provide a causality opinion. There is no information regarding generator parameters. It was noted that the physician did not use a long sheath for the ablation catheter. Patient received anticoagulant (heparin) during the procedure with activated clotting time of 400 seconds. There were no issues reported related to temperature or flow with the catheter. There were no issues related to char. There were no error messages reported on any bwi equipment during the procedure.

Manufacturer narrative:
Originally, we reported that the device in the 3500a initial report was not approved by the FDA. However, biosense webster inc. Considered it a similar device and was reporting the event. This supplemental is a correction as the product was FDA approved. (B)(4).